Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer stepped on the pump while changing pants. Additionally, the pump touch screen became black and would no longer turn on. Customer's blood glucose was 358 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.